Event description:
During servicing by a philips fse it was noted that the etco2 port was pushed into the device and etco2 was continuously running without the tubing attached. There was no pt involvement.

Manufacturer narrative:
(B)(4).